Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1:1 ratio caution: sharp; part #: 00-7703-010-00; serial #: (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part #: 00-7703-015-00; serial #: (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp; part #: 00-7703-020-00; serial #: (B)(4). Z.s.g.m. Cutter 3:1 ratio caution: sharp; part #: 00-7703-030-00; serial #: (B)(4). Z.s.g.m. Cutter 4:1 ratio caution: sharp; part #: 00-7703-040-00; serial #: (B)(4).

Event description:
It has been reported that during testing the device was ruining skin, blades sharpened. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI:(B)(4). Product evaluation product review of the skin graft mesher (B)(6) by dover on 14 april 2020 revealed that the pre-test calibration was in specification and the test cut passed. The cutters 1:1, 1:5, 2:1, 3:1, 4:1 passed. The latching pins did not slide smoothly. The reported issue could not be duplicated. Product repair repair of the device was performed by dover on 14 april 2020 which included replacement of the following: ball detents were replaced so the latching pins would slide the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Event description:
No additional event information available.